Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery stopped working altogether after finishing radial harvest and moving to the leg for vein. The power was set to 3. The power supply, cords, and adaptor were swapped out. A new device was opened to complete the procedure. There was no delay or added incisions. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000422235 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.